Event description:
A report was received that the patient will undergo an explant. Reason unknown at this time.

Event description:
A report was received that the patient will undergo an explant. Reason unknown at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8120-50, serial#: (B)(4), model description:artisan surgical ld 50cm

Manufacturer narrative:
Additional information was received that the patient will be explanted due to inadequate stimulation.